Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose (bg) ranged from 400-531 mg/dl and diabetic ketoacidosis (dka) considered dangerous. A manual injection was administered and a correction bolus was delivered to address bg/dka. The customer's mother brought the customer to the hospital on (B)(6) 2019. Customer was admitted to the hospital with bg of 531 mg/dl. The customer was treated with insulin, potassium, and saline drips. Elevated bg/dka were resolved with no permanent injury. At the time of the report, the customer remained at the hospital. Multiple attempts were made by tandem technical support to obtain date of hospital discharge; however, no response from the customer was received. The customer reverted to manual injections for insulin therapy.